Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, small needle holes in the sewing ring showed placement of implantation sutures. Small cuts and/or tears along the sewing ring and bias cloth on the outflow appeared to have occurred during explant. Two abrasions in the belly of the left cusp appeared to be due to contact with the bias cloth along the inner outflow rail, with one resulting into a perforation. A tear through the free margin and lunula of the non-coronary cusp adjacent to the right non-coronary commissure appeared to be due to contact with the bias cloth. Two small natural fenestrations were noted in the lunula of the non-coronary cusp. Tears through the free margin and in the lunula of the left and right cusps adjacent to the commissure appeared to have occurred during explant. Tears in the lunula of the left cusp adjacent to the non-coronary left commissure appeared to have occurred during explant. Tears on the tunica of the left cusp along the inflow margin of attachment appeared to be associated with the removal of possible host tissue during explant. There was a small tear in the tunica of the non-coronary cusp adjacent to the right non-coronary inferior coaptive area. Tears that appeared to have occurred during explant were noted on the top of the left right commissure. Remnants of pannus were noted on the sewing ring on the inflow adjacent to the non-coronary cusp and left right inferior coaptive area. Traces of pannus were noted on the tissue and base stitching adjacent to the non-coronary and left cusps extending approximately 1 mm onto the left cusp on the inflow. Pannus lined the sewing ring on the outflow adjacent to the non-coronary cusps, to the backs of the right non-coronary and non-coronary left stent posts. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: based on the analysis performed, it was concluded that the clinical observation was due to contact with the bias cloth causing abrasions and tears. Patient anatomy, sizing issues, and/or tilting or canting of the valve can contribute to leaflet contact with the bias cloth. Contact with the fabric of the sewing ring has been reported in the literature for all types of bioprosthetic valves. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that ten weeks following the implant of this bioprosthetic valve, the valve developed cuspal stiffening and echocardiogram results revealed valve stenosis. The valve was explanted and replaced with a porcine valve with no resulting adverse patient effects.

Event description:
Medtronic received information that ten weeks following the implant of this bioprosthetic valve, the valve developed cuspal stiffening and echocardiogram results revealed valve stenosis. The valve was explanted and replaced with a porcine valve with no resulting adverse patient effects. The valve was returned for analysis.

Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).